Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l2-l3. It was reported that the tip of the driver broke during final tightening at the l3-right level. The tip fragment of the driver was removed successfully. No patient complications were reported.

Manufacturer narrative:
The device was returned for evaluation. It was visually confirmed that approximately ~4 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.